Event description:
The fixator was applied for arthrodiastasis of the left hip. The doctor wanted to avoid a total hip replacement for the patient since they were diagnosed with avn so they scheduled a two-part treatment plan with external fixation for the patient and this fixator facilitated the first step in the plan. The fixator was applied and the patient was allowed, sometime during treatment, to toe-touch weight bear. During treatment with the fixator, which was 4-5 weeks total, the hinge of the fixator borke. The doctor brought the patient in and decided to leave the fixator in place for the duration of treatment so hy used cerclage wire in the hinge to hold it together. The doctor removed the fixator after this step in the treatment plan was completed and replaced it with another device as planned. The desired results were achieved.